Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4)

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and lumbar radiculopathy. It was reported that the catheter didn't adhere moved around, and medicine spread into surrounding tissues. The pump system was completely removed 5-6 years prior to report. The drug information, other medications, pertinent medical history, diagnosis, onset, troubleshooting, interventions, and cause of the event were requested; however the patient's implant physician was not aware of the reported event. Further follow-up was initiated to determine the type of drug in the pump and what symptoms the patient experienced. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported the pump was used to infuse ketamine at an unknown dose and concentration. The patient felt the pump flipping and moving in their abdomen, and then when the catheter broke medication went into area causing excruciating pain, diffuse.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported the ketamine was not a problem until the catheter broke. The patient kept feeling it move and flip, "etc." The patient knew this was not normal because the patient had a previous pump in for some time. The patient told their healthcare provider that they though fluid had accumulated around the pump, so it would not encapsulate as it should have. When the catheter broke, the patient had excruciating, generalized pain.